Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the patient presented to the clinic with intermittent pocket stimulation. Upon interrogation, the atrial lead exhibited noise which lead to inappropriate mode switches. The noise was able to reproduced with isometrics. The device was reprogrammed. The patient would continue to be monitored.